Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the device was partially deployed. Blood was present at the marker tube indicating marking was achieved. The handle was in the unlocked position with the interlock and hub in the correct deployment positions. The sutures were loose and had been cut away from two of the needle tips and the needles were in the backed down positions. The sutures lengths were measured and were within specifications. During testing the needles were deployed and only three were present at the hub and had deployed without difficulty. The fourth needle was not returned with the device. The device was then disassembled and the needle hold tand springs were examined and were normal and within specifications. The length of the sutures and the condition of the needle deployment components indicate all four needles were present during use. It was reported that the device was removed via surgical intervention and this information indicates that the fourth needle may have been deflected during deployment away from the barrel (needle slots) becoming entangled in the anatomy requiring the reported cut down procedure to remove the device. Needle deflection can be influenced by, but is not limited to, manufacturing, failure to deploy the needles a 45 degrees, calcium in vessel and lack of device stability during deployment. To assure that all products perform according to specifications they are subject to inspection during manufacturing. Based on the investigation findings, the failure to deploy the needle and subsequent reported intervention during use appears to be related to the operational context. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. In addition, a quality control audit inspection is performed to verify product quality. No manufacturing or quality inspection issue was detected. In addition, there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, when the first prostar xl device was being prepared for the procedure the needles were found to be partially deployed. A second prostar xl device was used; however, the needles would not deploy. The second prostar xl device was removed and a cut-down procedure was performed and hemostasis was surgically achieved. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. During processing of this complaint, attempts were made to obtain complete event, patient and device information.